Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room for low blood glucose on (B)(6) 2021. Blood glucose reading was 37 mg/dl. The customer was treated with intravenous glucose at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.